Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements in the right ventricular (rv) channel. Data was sent to boston scientific technical services (ts) for their review. At this time, this system remains in service. No adverse patient effects were reported. Additional information indicated that the alarm range of the low voltage impedance was increase and the rv threshold voltage was increased as it has risen to 4v. Ts recommended to continue to monitor the device on latitude system.